Event description:
Reported as "rotor failure". No further information from voluntary reporter is available.

Manufacturer narrative:
3/2/1998: - primary finding of device analysis revealed a cracked pump tube which caused the containment area to fill with liquid, submerging the pump motor.